Event description:
It was reported that the blade guard was broken. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo received the saw and visually confirmed the bent blade guard. The conclusion was that the blade guard was damaged by the user. The saw was delivered to service for repair and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.